Event description:
A customer reported an issue with the t:slim x2 pump, which was not charging due to alert 07. The customer confirmed using the tandem charging cable and wall adapter, but the charging connection was unstable, and the usb port appeared visibly damaged. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to ensure the usb was inserted correctly and to try charging the pump for at least 30 minutes. The customer will continue using current pump and has a multiple daily injections (mdi) plan as a backup.